Event description:
The customer reported, that there was a discrepancy in the flow rate for the heparin pump. The flow rate was adjusted, but when the operator verified the rate an hour later, it had dropped to 0.0 ml/h. Once during the treatment, the blood flow rate was decreased from 170 to 150 ml/min. When the operator verified the rate an hour later, it still displayed 170 ml/min. There was no blood loss or other clinical consequences reported as a result of the reported event.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to the reported event. The reported discrepancies can not be confirmed. Advisory notice 019 has been issued by the manufacturer to inform the user on how a flow rate discrepancy.